Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was in the settings mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. At an unspecified date/time prior to the start of the alleged meter issue, the patient reportedly experienced symptoms of shaking and blurry vision. The patient, however, denied receiving any form of treatment after the alleged issue began. At the time of troubleshooting, the csr noted the alleged issue was not resolved. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.